Event description:
Reporter indicated that the site's dell handheld computer screen became frozen after interrogation. The event resolved by removing and reinserting the software flashcard, and interrogation was then completed successfully.